Event description:
Boston scientific received information that during a follow up it was not possible to interrogation this device. Magnet application resulted in no beeping tones. The programmer used seemed to work normally and several other patient had their devices interrogation with no issues. The physician advised to hospitalized the patient to ensure the device was working as the patient has a history of ventricular fibrillation. The patient was not immediately admitted to the hospital since the patient failed to attend a follow up. The device remains implanted at this time. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.